Manufacturer narrative:
The unique device identifier (UDI) is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor over infused the therapy drug to the patient. The over infusion was further described as the device completing the infusion earlier than expected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacture dates: (B)(4) 2017 - (B)(4) 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.